Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and their friend or family member were having a hard time with the implantable neurostimulator (ins) not working as well as they had hoped. This had been occurring since implant. The patient had an upcoming appointment with a specialist regarding resolving this issue. Symptoms the patient was experiencing included severe postural instability when there was adequate improvement in other symptoms. There was no battery depletion. The device had not been explanted or replaced. The patient¿s device was in cycling mode. There was no patient outcome change, the patient was placed for a referral for second opinion on programming. The patient was unhappy with the outcome of the surgery and the failure to find adequate settings. Additional information was received from the consumer on 2021-jul-08 reporting the patient had parkinson disease for 20 years. Since implant, the device never worked properly. The patient would have side effect from the device, includes: muscle contraction from one side and difficulty speaking. They stated the patient never got properly adjusted. The ins and extension were explanted in 2017 and only the two leads remain implanted. Additional information was received from the healthcare provider (hcp) reporting that the ins and extensions were explanted on (B)(6) 2018. The devices were removed due to irritation caused by the wires in the patient's neck and generator under her skin. The extensions and ins were likely discarded.